Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose (bg) level was 163 mg/dl. It was indicated that the customer delivered a correction bolus. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off and the customer acknowledged. Additionally, the customer reported experiencing a low blood glucose occurrence (36 mg/dl). The customer stated that the cause may be due to a virus. The customer drank a soda and consumed carbs to treat low bg.